Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called to get an identification card. The caller said that their doctor said that their stimulator is too deep that is why they are having trouble communicating with the handset and communicator to their stimulator. Patient said they always eventually get it to connect. Patient's doctor said as long as it is kind of working to leave it. The issue has been going on since the beginning when the patient got the implant. Additional information was received from the patient. It was reported that the hcp confirmed the patient's implant was too deep after doing an x-ray, the cause wasn't clarified. They said it was working for now, if not will have to replace it. Patient stated that it was difficult to change programs but eventually still responds. No complications were reported at this time. Patient called back inquiring about the same details documented in this case; airport security and that it is difficult to connect to ins because ins is too deep. Patient also asked about ins battery vs external devices' batteries and ins longevity. Reviewed all information. Also reviewed troubleshooting steps/tips to try connecting with ins and redirected to hcp to further discuss telemetry difficulty.